Event description:
Bayer case number: (B)(4). Patient underwent surgery [medical device removal]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("patient underwent surgery") in a female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. In 2009, the patient had essure inserted. In 2011 she underwent medical device removal (seriousness criterion intervention required). Essure was removed on an unknown date in the same year. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: plaintiff was implanted on or about 2009 and underwent surgery on or about 2011. As a result of essure, this plaintiff suffers from severe and permanent injuries. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4) focal chronic salpingitis [chronic salpingitis] , no coils were seen [device dislocation] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ("focal chronic salpingitis") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Concurrent conditions were listed as pelvic pain female and ovarian cyst. In 2009, the patient had essure inserted. Essure was removed on (B)(6) 2011. On unknown date she experienced salpingitis (seriousness criterion intervention required) and device dislocation ("no coils were seen"). The patient was treated with surgery (robotic-assisted supracervical hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of salpingitis was unknown. The reporter considered device dislocation and salpingitis to be related to essure administration. The reporter commented: plaintiff was implanted on or about 2009 and underwent surgery on or about 2011. As a result of essure, this plaintiff suffers from severe and permanent injuries. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2011: diagnosis: hysterectomy with partial bilateral fallopian tubes: focal chronic salpingitis with foreign body giant cell reaction and foreign material identified. Proliferative endometrium negative for hyperplasia, dysplasia or malignancy clinical information: chronic pelvis pain gross description: received in formalin labeled ¿uterus, partial bilateral fallopian tube¿ is a 62.0-gram, 10.2 x 8.4 x 1.2 cm . Aggregate of morcellated uterine fragments. Within fragments 1.7 x 0.2 cm tubular structure. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 25-sep-2025: medical record received. Event medical device removal is replaced with event chronic salpingitis. New event device dislocation added. Additional reporters were added. Concomitant conditions were added. Patients aka name added. Essure removal date updated. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.